Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. Held, m, et al. (2021). Imageless robotic-assisted total knee arthroplasty leads to similar 24-month womac scores as compared to conventional total knee arthroplasty: a retrospective cohort study. Knee surgery, sports traumatology, arthroscopy. Vol 30, pages 2631¿2638. Doi: 10.1007/s00167-021-06599-4. (B)(4).

Event description:
It was reported that on literature review "imageless robotic-assisted total knee arthroplasty leads to similar 24-month womac scores as compared to conventional total knee arthroplasty: a retrospective cohort study", 1 patient suffered from a periprosthetic distal femoral shaft fracture, after having a primary total knee arthroplasty. The aforementioned primary surgery was robotically assisted with navio. This patient required reoperation (orif fixation)to address the issue. The current state of health of the patient is unknown. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the unkn navio robotics instr, part number unknown, intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. The clinical/medical investigation concluded that without the requested patient specific medical documentation, possible clinical factors which could have contributed to the reported event could not be definitively concluded; however, the study identified the shaft fracture as secondary to the fall. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. As with any surgical procedure, there is risk involved. Potential complications accompanying surgery may occur, including: allergic reaction (anaphylactic and minor), infection, mild to serious physical injury, localized static shock, delay in the operation, surgical site nerve injury, vascular injuries of the lower extremity, soft tissue damage, major bone gouging at the surgical site, bone fracture, immature implant failure, unstable knee joint, limited or restricted knee range of motion, major blunt impact injury, unintended laceration/puncture wound, and osteonecrosis. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with the fall identified in the article. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.